Manufacturer narrative:
At this time, the device has not been returned. If additional information should become available to our company, this event would be updated as necessary.

Event description:
Boston scientific crm received information that during a right ventricular (rv) lead repositioning procedure, the physician opted to place the device on the opposite side as he was concerned about access and scar tissue. When the physician connected the new bipolar rv lead to the device there was no capture at 6.5v. The field representative confirmed that he had reprogrammed the device from unipolar to bipolar pacing configuration. All rv lead measurements were stable. After the physician checked the lead to device connection three times and verified that the lead was fully inserted across the connector block, he asked for a new device. When the new device was connected to the same rv lead, capture was obtained immediately. It was also noted that the patient pacemaker dependant was being paced with the pacing system analyzer during the entire procedure, so no there were no adverse patient effects.

Manufacturer narrative:
The device has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Manufacturer narrative:
Boston scientific's post market quality assurance laboratory determined that the device had normal telemetry operations, as well as normal pacing and sensing functions. A review of the device's memory revealed that a rate fault reset was stored in the reset counter. Laboratory testing has shown that the auto lead detect feature can cause a rate fault reset to occur, due to the max tracking rate protection not being initialized. This type of reset occurs prior to lead attachment. Memory indicates there was a lead connection issue during lead replacement. Once a lead is detected, the auto lead detect feature will be disabled, allowing the max tracking rate protection to be initialized, preventing the rate fault resets from occurring. This reset is normal diagnostic behavior and does not have any impact on the therapy provided to the patient. There were also two arrhythmias logged at the time of the procedure, which indicate pacing was inhibited. The device performed normally throughout analysis, operating as designed.